Manufacturer narrative:
Product analysis the full lead was returned. Analysis was performed and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead became stuck during the implant procedure. The lead was removed and an alternate lead was placed. No patient complications have been reported as a result of this event.